Event description:
It was reported that during a ptca/stenting treatment procedure, the tip of the mailman j tip 182 cm guidewire fractured and remains inside of the pt's body. The pt was asymptomatic during this event. The distal segment of the wire, measuring approximately 3 cm, separated from the body of the wire during balloon positioning in a tortuous segment of the left circumflex coronary artery. This portion migrated to distal branch of the artery where it remained in a stable position. The physician attempted to snare the detached wire tip, however, he was unable to deliver the snare device to the necessary location. The planned stent placement, upstream from the retained wire segment, was successfully completed using a different guidewire. There was no evidence of vessel perforation, but vessel occlusion distal to the retained wire tip was noted on final angiogram. This event did not extend the pt's hospitalization, and pt was freely ambulatory when discharged the following morning.